Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 02/16/2017. Date of follow-up report : 03/15/2017. One rfa2020 was received for evaluation. The returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found no defects. The customer reported that the temperature was unstable and the reported condition was confirmed. The water circulated normally through the product however the product did not read the temperature properly. The needle was removed for further investigation. The solder joint at the tip of the thermocouple was found to be broken. The investigation identified the root cause of the reported event to be an inadequate solder joint between the device's thermocouple and inner tube. A trend has been identified and a CAPA has been issued. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: 02/16/2017. To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the ablation temperature was unstable during the procedure. Another antenna was used complete the procedure without incident. There was no patient injury.